Event description:
A physician reported that one to two weeks after a cataract operation, a female patient was hospitalized due to small spots and blurred vision in her right eye. No inflammation was observed. The physician suspects the cause may be related to the lens or the viscoelastic. The patient's current condition was not reported. Additional information has been requested but is not available at the time of this report. This report refers to the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.